Event description:
Boston scientific received information that one month post implant, it was noted increased thresholds and atrial pacing could not be delivered. An x-ray revealed this device had migrated and both the right ventricular and atrial leads had dislodged. A revision procedure was performed. The device and leads were successfully repositioned and remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.